Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis included intraperitoneal vancomycin and fortaz 1 gram daily for 10 days. The patient was discharged from the hospital five days after admission. The patient recovered from the peritonitis and pd therapy was ongoing. No additional information is needed.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.